Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the fenestrated insert (cev625-1) of the forceps broke in the patient's stomach. It was reported that the unit was rusty. It is unknown whether the event led to an increase in surgery time; however, no patient injury or death was reported. Additional information has been requested.

Manufacturer narrative:
Update b5: it was later reported that visceral surgery was being performed and the reported malfunction led to an increase in surgery time of around 30 minutes. The broken part was removed from the wound and medical staff finished the surgery with another forceps. The suspected pliers were misplaced/could not be found and therefore, will not be returned for evaluation. The age and sex of the patient is unknown. There was no reported adverse event or consequence to the patient.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The fenestrated insert was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. As a result, the root cause(s) of the reported issue could not be determined. However, this issue may be due to a manufacturing defect, a bad handling of the device or a improper maintenance of the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.